Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient experienced a syncopal episode and presented to the emergency room (ER). A boston scientific representative was paged to interrogate the device. This ICD remains in service. No additional adverse patient effects were reported.